Event description:
An ipp device was implanted on 1/10/90. Connectors were revised on 1/15/93. The entire device was removed from the patient on 3/6/97, due to fluid loss-hole in right cylinder, replaced. Add'l lot/ser no: 0853k 002